Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the surgical implant procedure on (B)(6) 2019 was abandoned after the incision was made, due to infection being discovered at the midline thoracic incision. Infection is reported on manufacturer report numbers 3006705815-2019-02811 and 3006705815-2019-02812.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.